Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 5.4 mg/day), bupivacaine (30 mg/ml at 10.9 mg/day), and prialt/ziconotide (2 mcg/ml at 0.73 mcg/day) via an implanted pump. The patient¿s concomitant medications included senna, levsin, dulcolax, narcan, tylenol, miralax, oxycodone, xanax, prilosec, ritalin, neurontin, buspar, zofran, compazine, lonsurf, lexapro, seroquel, and vistaril. The patient¿s medical history included rectal adenocarcinoma, ostomy, anxiety, depression, chronic pain, chemotherapy, sleep disorder, diarrhea, psoriasis, constipation, and iron deficient. The indication for pump use was malignant pain. It was reported that 4 weeks ago, the patient started experiencing dysesthesia (sensation of spiders crawling up her arms and her legs). Although patient had been on an admixture of hydromorphone, bupivacaine, and prialt since the pump was initially implanted in (B)(6) 2020, this cocktail was withdrawn from pump reservoir 3 weeks ago and replaced with hydromorphone and bupivacaine only. Without the prialt, the patient¿s pain, which was formerly well-controlled, worsened in her lower back, hips, and legs to the point where she couldn't resume her former functionality. A new cocktail of hydromorphone, bupivacaine and prialt was placed back into the pump on (B)(6) 2022 and the infusion rate was doubled from what it was prior to the prialt being removed 3 weeks ago; however, the patient continued experiencing excruciating pain even after 24 hours of infusion. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2022. During the procedure, after the patient was intubated, prepped, and draped on the surgical table, the hcp was unable to withdraw fluid from the cap (catheter access port) after accessing it with the 24 gauge non-coring needle from the catheter access port kit. A fluoroscopic image of the catheter and pump taken 4 weeks ago had appeared normal. There was no spontaneous retrograde flow of csf (cerebrospinal fluid) when the catheter was disconnected from the existing pump. At the spinal incision site, the catheter was cut and there was an immediate retrograde flow of csf. After it was cut, a myelogram was done on the existing spinal segment of the catheter which verified intrathecal placement. A new pump segment of catheter was attached to the existing spinal segment of the original catheter. The hcp also made the clinical decision to replace the pump due to a 5 ml discrepancy of medication that was identified on (B)(6) 2022. The expected residual volume was 14 ml, and the actual residual volume was 19 ml. It was noted that 21 ml of medication was withdrawn from the explanted pump although the clinician had populated 20 ml into the programmer at the time of the refill on (B)(6) 2022. When the pump was interrogated on (B)(6) 2022 on the day of surgery, the expected residual volume was 19 ml. 20 ml of the medication that was removed from the explanted pump was injected into the newly replaced pump and the infusion rate of hydromorphone was decreased to 2.7 mg/day, the bupivacaine was decreased to 5.4 mg/day, and the prialt was decreased 2.36 mcg/day. As of (B)(6) 2022, the patient was now having effective pain control. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
The pump and the catheter were returned. Analysis found no significant anomaly on the catheter and no anomalies were identified on the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.